Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed via a review of its system logs (electronic records). Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.